Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event history log did not verify the reported event. There were no keystrokes, no device failure or malfunction identified that would indicate and/or contribute to the reported event. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. External/internal inspection was performed and passed. The pneumatic system was tested and found to be functioning properly. The testing revealed no leak and all pressures were correct and stable. The device passed seal, purge and wet disposable integrity test and successfully completed a short simulated therapy. No failure or malfunction was identified that could have caused or contributed to the reported event. Sample analysis did not verify the reported event. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was reported to be myocardial infarction. The patient was not hospitalized prior to death and nor did the patient ever have peritonitis. Pd therapy was ongoing prior to the patient's death; however, the patient was not connected to a hc device or was receiving pd solutions at the time of death. It was not reported if an autopsy was performed. No additional information is available.